Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the extracorporeal blood circuit, preventing rinseback of the pt's blood. The venous pressure high alarm was attributed to a clotted venous line, indicating that the cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment. Clotting of the venous line was observed. Partial rinseback was performed resulting in an estimated blood loss of 140cc. No medical intervention was required.